Event description:
It was reported that during an atrial fibrillation procedure, a faradrive was selected. During the procedure, the faradrive sheath was normally opened and tested before inserting it into the patient's body. At that time, no visible defects were noted. Once the procedure began and the physician was exchanging from a mapping catheter to the farawave catheter, there was visible air in the sheath which even after numerous aspirating and flushing did not reduce. Hence the physician decided to use a different faradrive sheath. No complications were encountered with the new sheath, and the procedure was completed without any issues. There were no patient complications.